Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump failed to start pumping". Additional informaiton states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".